Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed for calibration. It has an air in line (ail) error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor due to 200.4150.5. Replaced both iuis due to corrosion. Replaced door latch sear due to bent prong. A review of the device history record showed the device had a manufacture date of 23jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14134071 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor-12 pack. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn14134071 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance failed for calibration. It has an air in line (ail) error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed for calibration. It has an air in line (ail) error. No additional information was provided. There was no patient involvement.